Event description:
During a radiofrequency ablation procedure of the right sacroiliac joint, the tip of the simplicity iii rf electrode broke off in the pt's tissue. Dates of use: 2009 - single use item. Diagnosis or reason for use: bilateral sacroilitis right greater than left. Used another simplicity iii rf electrode to complete treatment for pt.